Manufacturer narrative:
(B)(4). Batch #: u5d806. Investigation summary: the analysis found that one pcee60a device was returned with no apparent damage and with a gst60w reload loaded in the device. The reload was received partially fire 1/16. In addition another gst60b reload (b) was received broken and fully fired. The returned reload (a) unit can be forcibly installed into the channel, no functional test was performed as the reload could not be loaded into the device. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the damaged in the reload was due to an improper handling of the reload. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one piece sled forward and locking the reload. Additional evaluation of the device revealed that the cause of the high installation force is related to the channel and reload interaction due to insufficient machining of the channel, this has been correlated to a manufacturing process. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Reload b: gst60b, t5f08n, fully fired and broken

Event description:
It was reported that during a hand assisted left colectomy the reload broke when removed, with difficulty, from device. After a slight delay a new device was used to complete the case with no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/10/2020.